Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. An image of the implant in-situ was provided. The imaging showed a shadow between the edge of the cap and the top of the screw head may indicative of the cap being raised; however no determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a revision surgery was needed to remove a creo threaded locking cap due to patient pain, and the locking cap was found not fully seated in the screw head. This event occurred in austria.